Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Abiomed japan forwarded 7 publications. One from team in CT/(B)(6) hospital which was entitled: "one pump for two hearts: using an impella 5.5 micro-axial pump in peripartum cardiogenic shock" which details a cp support in an expectant mother who had an access site ooze. Until the day before delivery, she was anticoagulated with heparin, along with a heparin-based purge fluid. A day before delivery, she developed epistaxis and oozing from the impella placement site. Anticoagulation was temporarily stopped, and the heparin-based purge fluid was substituted with 5% dextrose but oozing continued. Ultimately a decision to proceed with delivery was made due to persistent oozing despite holding heparin and severe fetal growth restriction. The procedure was successful with another device and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Article citation: pillai, a. A., badr, m., mai, x., dilip, a., & bell, j. (2024). One pump for two hearts: using an impella 5.5 micro-axial pump in peripartum cardiogenic shock. Asaio journal, 70(11), e159¿e161. Https://doi.org/10.1097/mat.0000000000002215 e4 should have been left blank on manufacturer device report 1220648-2024-25146. G2 report source; literature was inadvertently not selected on manufacturer device report 1220648-2024-25146. H10 article citation was omitted from manufacturer device report 1220648-2024-25146. Article was inadvertently not attached on manufacturer device report 1220648-2024-25146.